Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the bronchovideoscope exhibited blackouts when flexed. Unsure as to when the issue occurred for an unspecified procedure. There were no reports of patient or user harm, injury, or death.

Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Additional information: h4, h6, h11. The device was returned to olympus for inspection and the customer's report could not be reproduced. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.